Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir did not go up and down correct, it was stuck and the o-ring was not moving. The customer's blood glucose value was unknown. Customer also stated that the their was lots of air bubbles came into the reservoir. The insulin pump will not be returned for the analysis.